Event description:
A user facility reported to olympus, the visera 4k uhd camera control unit exhibited otv error code e117 (camera control unit malfunction). The event occurred during a cholecystectomy laparoscopic procedure. It was reported that the procedure was not completed, and the device was replaced with a third-party device (marca mindray). There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
It was reported that the device was tested, and the result was positive. The initial error and no other error were presented. Therefore, the device was returned to the customer. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Since the product was not returned for inspection, qir and repair records are not available. Therefore, the cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.